Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 7 was experiencing a double-clicking issue. A field service engineer addressed the issue by removing the panel, cleaning the microswitch contacts, applying black grease, and adding a stabilizer to the wiring harness. The customer was able to recover successfully and logged in to inventory medications in tower door 7. The customer confirmed the proper functionality. Following the initial repair, all microswitch contacts were cleaned again, black grease was reapplied, and the wiring harness connections were tightened as part of proactive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 7 failed to function properly. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported due to this event.